Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Add'l info requested by mail on 3/17/2011 and by phone on 4/15/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported she experienced eye irritation and went to the dr who diagnosed her with an eye infection. She was treated with antibiotics/steroid and her symptoms have improved. On (B)(6) 2011, the consumer reported that her symptoms had resolved with treatment.